Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the procedure a small, base-line pericardial effusion was identified via intracardiac echocardiogram (ice). The closure device was implanted and the procedure was successfully completed. Immediately following the procedure the base-line pericardial effusion remained unchanged. Four (4) hours post procedure, a pericardial effusion was identified. A pericardiocentesis was performed and 250cc of fluid was removed. The patient was admitted to the hospital for observation.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the procedure a small, base-line pericardial effusion was identified via intracardiac echocardiogram (ice). The closure device was implanted and the procedure was successfully completed. Immediately following the procedure the base-line pericardial effusion remained unchanged. Four (4) hours post procedure, a pericardial effusion was identified. A pericardiocentesis was performed and 250cc of fluid was removed. The patient was admitted to the hospital for observation. It was further reported the patient was discharged two (2) days post index procedure.

Manufacturer narrative:
B5 describe event or problem updated.